Event description:
It was reported that patient underwent a anterior lumbar interbody fusion procedure at l5-s1. It was reported that the stability pin broke off in the vertebral body. It was reported that the broken piece was not retrieved and was confirmed by x-ray. It was reported that a revision surgery was completed (B)(6) 2011 and the broken piece was removed. No additional patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visually and optically confirmed approximately 13mm of the tip is broken off and not returned for analysis. Dimensional evaluation of the minor diameter confirms conformance to specification. Microscopic examination of the fracture surface appears to display a quasi-brittle fracture with riverlines in a helical formation, consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.